Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, clinician gained access without difficulty, guidewire advanced smoothly without resistance. Time to remove access needle over guidewire, the guidewire was stuck inside bevel of access needle. Clinician abort procedure by withdrawing both pieces all in one. Even after removing from insertion site, it was difficult to pull apart both pieces. Noted after separating guidewire from needle the floppy end of guidewire was jagged and irregular. Procedure start over. Patient was really anxious.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of stuck guidewire was confirmed. The product returned for evaluation was one guidewire and one introducer needle. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and multiple segments of coils at the flexible portion of the guidewire were found to be kinked and misaligned. The outer coil had not unraveled and its structure was still intact. However, enough features consistent with retraction against the introducer needle were found. These features include: ¿ damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. During inspection of the sample the guidewire was attempted to be dislodged from the introducer needle by the investigator which caused the guidewire to unravel.